Event description:
The pt reportedly experienced a skin flap infection. The pt was treated with antibiotics (type unk). The pt's infection has reportedly resolved as of (B)(6) 2010. The company continues to gather info. When more info is available, a follow up report will be sent.